Manufacturer narrative:
Based on the info available, the root cause of the event cannot be determined. Should add'l info be obtained to further this investigation, this report shall be updated.

Event description:
It was reported by the pt's legal counsel that the pt received a tm glenoid on (B)(6) 2005. On (B)(6) 2011 the pt was revised due to a fracture of the tm glenoid component.